Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported for the last 3-4 days they had been having a problem with their stimulator and controller. Patient stated every time they go to plug in the recharger and controller to charge the implant, both the controller and ins battery are at 100% and never seem to go down no matter what. Patient said they were feeling like their back was not being stimulated and were having trouble with the stim turning off on them. Patient said they have noticed that the stimulation keeps showing "off" when they did not manually turn it off. Patient noted they were not blaming the issue on the ins and noted it could had been something they did but they were not sure how it had happened. Agent had patient unlock the screen and attempt to connect the controller to the implant. Patient reported seeing no device found. Patient then began to start a recharging session of the implant and was able to do so with excellent quality and confirmed the controller is at 100% and the ins battery is 80%. Agent directed patient to stop recharging and then connect to the ins so confirm the therapy settings. Patient confirmed that their stimulation was turned on and in group a. The patient was redirected to their he althcare provider (hcp) to further address the issue. When asked who is the managing hcp, patient reported they no longer go to arizona in the winters where the ins was placed and their hcp in minnesota didn't really deal with the stimulator but they had seen a ma nufacturer representative (rep) in the past for reprogramming and have met the rep at the hcp's office. Patient said they could reach out to the rep about the reported issue. Patient noted they were deaf and used a captioning device.